Event description:
There was an rv lead revision done due to impedances varying from 700->3000 ohms and no capture at 4.0v @ .4ms. Dislodgement was confirmed via x-ray. During the lead revision, the ra also moved and so both the ra and rv leads were repositioned. Both leads remain actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.